Event description:
During an in clinic follow-up, the device was found in backup mode. Abbott technical support alleged it was related to non-maskable interference (nmi). The device was restored and reprogrammed to resolve the event and the patient was in stable condition.